Event description:
The patient reported their pump went dry on (B)(6) 2012 and an alarm had been sounding from (B)(6) until the present. The patient reported return of her symptoms and indicated having bad "dt's" and headaches which are starting to go away. The patient had used oral medication but had not used oral baclofen from (B)(6) until they were refilled a few days ago. The patient indicated they had to use "different cocktails" of medication to keep their spasticity under control. The patient stated she had a refill appointment but her neighbors didn't bring her the mail resulting in her missing her appointment. The patient's pump was dry until (B)(6) 2012 when they saw the physician. The physician didn't want to fill the pump since the patient missed a refill. The patient indicated that the physician did put baclofen in the pump but did not interrogate the pump to see if it was still working. The patient stated they did not get any symptom relief and was still stiff and could hardly move. After a refill, the patient said they would typically become ill vomiting. This did not happen when the pump was filled on (B)(6) 2012. The patient stated the pump alarm was still going off. The patient stated they can't take oral baclofen because they feel like they are having a "bad trip" and things get "bright and loud." The patient was seeking a new hcp; had met with a neurosurgeon willing to replace the pump but not fill it. The hcp also indicated that the pump delivered lioresal and the patient was no longer under their care.

Manufacturer narrative:
Concomitant medical products: catheter 8709: serial# (B)(4), implanted: (B)(6) 2008. Unknown accessory 8578: lot# n116751, implanted: (B)(6) 2008, explanted: unknown. (B)(4).

Event description:
Additional information received reported that the patient had been ¿awful¿ since the pump ran dry. Her whole body was going ¿crazy.¿ the patient normally could move her feet or move her toes but she did not seem to be able to after the pump ran dry. It was noted that the patient had high tolerance as far as medication. It took ¿a lot to slow things down for her¿ when she woke up and she was ¿all crossed over and jerking.¿ additional information received also reported that the cause of event was patient non-conformance. The patient had more spasticity as she did not get a refill. There was no withdrawal noted. The patient outcome was noted as no injury.

Manufacturer narrative:
(B)(4).